Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler's concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records review: there is no diagnosis of peritonitis during this hospital visit (only that patient was recently diagnosed). Medical records do not contain progress notes, lab/diagnostic results, medication or treatment records pertaining to the peritonitis event prior to (B)(6) 2015 mentioned in these medical records. Cause of the peritonitis mentioned in the medical records is not mentioned in the medical record. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the peritonitis. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler set and the peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Review of medical records revealed this peritoneal dialysis patient had peritonitis prior to (B)(6) 2015. Specific date unknown. The patient was treated with antibiotics and transitioned to hemodialysis while he was being treated.